Event description:
Received medwatch report from the customer, according to the MDR report, 'robotic mega suture cut needle driver instrument had a wire snap intra-operatively. No pieces observed to release into abdomen.'

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley was able to spin freely but it exhibited some damage on the edge and on the surface. The cable segment sticks out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.